Event description:
During ercp procedure, the guide wire was cught in the stent and physician was unable to place the stent. Ptfe coating peeled off the guide wire as a result of the difficulty during insertion. The stent was eventually placed percutaneously in the common bile duct.

Event description:
A hydra jag was used for a therapeutic ercp. During the procedure, the ptfe coating peeled off. As a result, the pt was sent to surgery to have a percutaneous stent placed. There is no further information available regarding this event.